Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced foreign matter contamination. The following information was provided by the initial reporter: identification of a stain in the reservoir that collects the needle (safety device).

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0216332, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a spot on the grip of the device. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample a more thorough investigation could not be performed. The engineer was unable to identify what type of material the spot was or identify where it came from. Since the type of foreign matter or origin of the foreign matter could not be determined a definitive root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced foreign matter contamination. The following information was provided by the initial reporter: identification of a stain in the reservoir that collects the needle (safety device).